Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01142.

Event description:
The patient was undergoing a thrombectomy procedure in the right superficial femoral artery (sfa) using an indigo system cat6 aspiration catheter (cat6). During the procedure, while attempting to advance the cat6 over a guidewire through a 6fr non-penumbra sheath, the distal end of the cat6 was crushed and accordioned. Therefore, the cat6 was removed. It was reported that the physician experienced resistance while advancing the sheath. The physician then used a blade scalpel to cut the hub of the sheath to advance the new cat6. After advancing a new cat6 over a guidewire through the sheath, the physician exchanged the guidewire with an indigo system separator 6 (sep6). While using the cat6 in tandem with the sep6, the physician noticed the cat6 kinked in several places; therefore, the cat6, sep6, and sheath were removed. The procedure was completed using a new cat6, the same sep6, and a 7fr non-penumbra sheath. There was no report of an adverse effect to the patient.